Manufacturer narrative:
The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. During evaluation the device found all keys was inoperable. The cause was identified to be corroded keypad flex which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted. The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. During evaluation the device found low audio due to loosed speaker. The cause was identified to be failed rear case which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, it was found to have low audio and an inoperable keypad. No additional information is available.